Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) caused by kidney stones and excess fluid for pregnancy, while using the device. The patient's omnipod personal diabetes manager got wet, displayed an error message and stopped turning on. At the hospital, the patient was placed on a sliding scale, administered insulin, fluids, potassium and other treatments (unspecified).